Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 55%. However, a hour later, the gauge displayed 30%. When the customer attempted to re-plug the pump to charge, the pump would not charge normally as the pump would not recognize the power source and would not charge. There was no impact to the customer's blood glucose level. Reportedly, the customer would attempt to charge the pump with the car and wall adapter as they did not have another cable to try. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.